Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported her machine stopped working. The patient has not seen a doctor or manufacturer representative for over a year. The patient last felt stimulation and had their device checked in 2016. The patient stated she hasn't been able to make an appointment with her doctor and as a result, she has not been getting her regular injections for back pain from a broken back. The patient stated her back was broken prior to implant. The patient stated she could not access her patient programmer because she fell and is stuck in a chair. The patient stated she did not have batteries and could not get her pp due to being stuck in a chair. It was recommended that the patient call back when she has access to the patient programmer and batteries. Physician listings were sent. No further complications were reported/anticipated. The indication for implant was failed back surgery syndrome.

Event description:
Additional information was received from the patient and it was reported that the hcp turned off her implant a couple years ago and she doesn't know why and thinks maybe her device wasn't covered by her new insurance at the time. Patient said she was looking for a hcp to start the implant for her again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that the consumer told both health care professionals (hcp)s about the machine not working but there had not been any appointments. It was reported that the machine stopped working. There were no reported circumstances that led to this issue. No steps had been taken other than to inform the manufacturer. Patient weight at the time of the event was reported to be (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their doctor¿s office never made an appointment, and the patient has gone 1.5 years without service. The patient stated that their device is not working, they don¿t have relief, and it is starting to come out. They noted that their device was good when it was working. The patient mentioned that right now they can¿t sit on some chairs because they get stuck in the back of the chair. The patient would like to have the device removed. No further complications were reported.